Manufacturer narrative:
No motor error alarm, e70 alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that they experienced the high blood glucose and the insulin pump had motor error alarm. The customer¿s blood glucose level was 428 mg/dl. There was no delivery alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap was normal. The troubleshooting was performed for the motor error and declined for the high blood glucose. There was both motor error and motor position encoder error. Advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.